Manufacturer narrative:
The field service engineer (fse) confirmed with the customer that the power cord had come loose and caused the issue. The customer stated there was no further issue. No site visit was conducted. The system was working properly and no additional action was required. Per a log review, the following was confirmed: an oophorectomy procedure was performed on 21-apr-2022 on system sk2655 using vessel sealer (part# 480422-01 / lot# l90210804-0042). This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to an unknown reason. The customer identified an issue with the vessel sealer extend (vse) however no further information was available at the time. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the vessel sealer extend (vse) would not turn on when connected to the generator on the vision side cart. The customer did not provide additional information and stated they would not be continuing with the case. The tse asked if this decision was due to the issue and they stated no. The procedure was aborted, after ports were placed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.